Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to over-sensing by the right ventricular lead after shocks were delivered for true ventricular tachycardia which failed to convert the patient. Lead fracture was suspected on the right ventricular lead. Programming changes were made. The patient was stable.

Event description:
Product reference number: 2017865-2025-17188. Product reference number: 2017865-2025-17193. It was reported that the patient presented at clinic due to episodes of ventricular tachycardia. It was noted that the patient's implantable cardioverter defibrillator (ICD) failed to convert the patient with high voltage therapy. Noise oversensing was exhibited by their ICD, right atrial (ra) lead, and right ventricular (rv) lead. It was further discovered that the rv lead was damaged and had a defibrillation impedance out of range, resulting in aborted shock. Programming changes were made to the patient's ICD and rv lead, and no other intervention has been performed. The patient's status was unknown.